Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. The cutting wire was found broken and the coated portion of the cutting wire was torn. It was further noted, the broken portion was scorched and melted. Based on the investigation result, it is likely the knife wire broke due to one of the following mechanisms: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above, an electric conduction was activated, which caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears in the coated portion of the cutting wire might be the following: 1. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire then possibly was rubbed due to the effect of contacting a metal area of the endoscope. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device knife wire disconnected. The issue occurred during therapeutic endoscopic sphincterotomy. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [02/19/2025].

Event description:
It was reported the subject device knife wire disconnected. The issue occurred during therapeutic endoscopic sphincterotomy. There were no reports of patient harm.

Event description:
It was reported the subject device knife wire disconnected. The issue occurred during therapeutic endoscopic sphincterotomy. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.